Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the introducer was very fragile and broke during implant. It was not used and a replacement was used. No patient complications have been reported as a result of this event.